Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump has been turning off and the customer has been experiencing a blank display. Customer stated that the battery cap on the insulin pump is bent off to the side. Customer's current blood glucose reading is 202 mg/dl. No further information reported.